Event description:
Caller alleged imprecision using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.5, retest: 2.2, repeat: 2.5. All testing was done within minutes. Rn was using the same finger and milking out blood for the additional two repeat tests.

Manufacturer narrative:
Investigation pending.